Event description:
It was reported that the insulin pump had a crack around the battery compartment. The blood glucose reading was 162 mg/dl. The customer was unsure of how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The unit was received with a cracked case at display window corners, broken battery tube threads, minor scratched lcd window and missing end capsticker.